Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during the field evaluation. The fse replaced the system's universal surgical manipulator (usm) to resolve the problem. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint, "error 23062 on usm 2." The unit was tested on an in-house system and triggered error 23062, pointing towards the degrees of freedom (dof) 8 stator. Fa opened the carriage and found the dof8 stator connector loose on the axes controller, carriage power (accp) printed circuit assembly (pca). After fa reseated the connector, the error went away. The unit passed the direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, error 23062 occurred on the system's universal surgical manipulator (usm) 2 and the light emitting diode (led) turned yellow. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer recover the error, but the error returned immediately. The tse had the customer perform a system power-cycle with no resolve. The tse then had the customer disable the usm 2. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.